Event description:
New information received notes that the patient was stable after the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate atp and hv therapy. Programming changes were made, but the patient received another inappropriate shock.